Event description:
As of 08/2005 secondary surgical intervention was performed to life the flap of the left eye (os) in order to reduce the striae. Steriod treatment was continued for two weeks. The post-op bcva on os is 20/30. Pre bcva was 20/20. The bcva on od is 20/25. Patient is improving.

Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery. One day post-operatively, the pt presented with mild diffuse lamellar keratitis (dlk), with relatively good visual acuity in both eyes, and the pt was treated with steroids and antibiotics. Subsequently, the pt traveled to a foreign country and noticed decreased vision. The pt was treate dby another physician; however, the diagnosis and treatment given is unknown. Upon returning after one week, the pt reported decreased vision and light sensitivity in the od eye. "Central melting", haze, and striae were also noted over the visual axis; visual acuity was 20/30. Central scarring and decreased central thickness was noted in the cs eye. Pt was treated with oral antibiotics and steroids. At the time of this report, the pt's visual acuity has not changed in od, and is unknown in os.